Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a post-implant follow-up, the physician noted a dislodgement on the right atrial (ra) lead. The ra lead was repositioned to resolve the event. The patient was in stable condition.